Manufacturer narrative:
Argus case (B)(4).

Event description:
We had an elderly person eat 5 polident tablets [accidental device ingestion]. Case description: this case was reported by a other health professional and described the occurrence of accidental device ingestion in a elderly female patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2019, the patient started polident 3 minute. On (B)(6) 2019, 0 min after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional information. Adverse event information was received via call on (B)(6) 2019. The consumer reported that, "we had an elderly person eat 5 polident tablets. Is it poisonous or what happens?."